Event description:
For patient infusion, the connection between the tee and the infusion set is not tight, resulting in fluid leakage.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.